Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2017-04758 and 2017865-2017-04760. During follow-up, noise was observed on the electrocardiogram of all three lead channels including the left ventricular, right ventricular, and atrial leads. Lead provocation testing and pocket manipulations were performed and no noise could be reproduced. No further intervention was performed, the patient will be monitored. The patient was stable.